Event description:
Pt underwent a rectocele repair with placement of a pelvisoft (bard) porcine graft in 05. Pt presented on (2 wks postop) complete expulsion of graft. Pt required return to or for graft removal & IV antibiotics.